Event description:
It was reported that this right ventricular (rv) lead was explanted due to the patient suffering an infection. A new subcutaneous system was implanted. No additional adverse patient effects were reported.